Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user observed a blood glucose discrepancy between the ilet reading of 278 mg/dl and a contemporaneous fingerstick reading of 305 mg/dl after a recent meal, without alarms or alerts, and received troubleshooting and education regarding monitoring with fingersticks and allowing the system time to correct. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no medical intervention or hospitalization. Investigation included device use review and user education on expected sensor-to-fingerstick variance and postprandial correction. Investigation of this case revealed no device malfunction and that readings were consistent with expected inter-method variability and postprandial glucose dynamics. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.